Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2024, the patient developed a rash, redness, inflammation, pimples, moist skin, and dry skin under the sensor patch. The patient had itching and burning sensation in the area. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a health care provider who prescribed a topical steroid cream (triamcinolone, unspecified dosage) and oral antibiotic medication (augmentin 875 mg, two times per day) for the reaction. At the time of the report, the patient was doing fine. No additional patient or event information is available.